Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies were found. There was blood/body fluid (not obstructed) on the distal conductor.

Event description:
It was reported that at implant the lead could not be implanted due to the patient's anatomy. A different lead was used. No patient complications have been reported as a result of this event.